Event description:
The customer reported to olympus, there is a e315 scope error on the evis lucera elite colonvideoscope . The issue was found during a diagnostic enteroscope procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the reported issue was not confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was not reproduced. It was possible that the charge-coupled device (ccd-unit) and/or printed circuit board (pcb) in the video connector temporarily malfunctioned. As a result, the suggested event temporarily occurred. However, the cause of the event could not be specified. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Olympus will continue to monitor field performance for this device.